Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required to remove the broken guide catheter.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was used in the common bile duct to treat choledocholithiasis during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed; however, the introducer broke off. The broken introducer was removed using a rat tooth forceps and the procedure was completed. There were no patient complications reported as a result of this event.